Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 155 mg/dl. Customer reported having the pump in her pocket and that moisture got onto the pump. Customer technical service educated the customer how moisture can trigger the alarm and how to address the issue. The customer declined follow up from customer technical service. No additional information was provided.